Event description:
Several months after a female pt had fallopian tube occlusion clips applied, she became pregnant. The pregnancy was terminated, as elected by the pt. Following that, a hysterosalpingogram indicated the two (2) clips were in place but one tube was apparently not closed. The pt may choose-resterilization in the future.